Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected and critical error. Customer blood glucose at the time of incident was 24 mmo/l. Troubleshoot was performed. Power error detected reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify critical pump error and power error due to blank display. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.